Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe of the subject device was scratched. The coating of the jaw was partially missing. The ptfe pad of the subject device was partially torn. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. Based on the evaluation result and the similar cases in the past, the coating of the jaw might be missing since the filth on the jaw was scraped with a hard object. The error might occur due to any of the following possible causes. - the probe was scratched since the user activated output while the probe contacted with a hard object. -the probe received force since the user continued to use it. The ptfe pad might be partially torn due to the following occurrence mechanism. The ptfe pad was worn and torn since the user activated output while the device grasped nothing. The instruction manual of the device has already warned as follows; *the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.q., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the ptfe pad. In turn, the probe may break before displaying an error window or generating an alarm tone. *if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic remnant gastrectomy, the error occurred and the ptfe pad was worn. The intended procedure was completed with another device. On july 25, 2017, olympus medical systems corp. (Omsc) confirmed that the coating of the jaw was partially missing. No patient injury was reported.